Event description:
Boston scientific received information that this right atrial lead exhibited high threshold measurements. A chest x-ray revealed that the lead had dislodged. As a result, the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.